Manufacturer narrative:
A ge service representative performed an on site investigation. The f2 fuse was reseated on the power cap module was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.